Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the neck is seized in the head. A stem was returned that shows heavy signs of damage and has part of the neck still in the stem. The neck and stem are fractured. The neck and stem were submitted for further analysis. Analysis determined fatigue failure mode for the neck and the stem. Additionally, it is likely the wall taper fracture is related to the male taper fracture, possibly suggesting the wall taper fracture occurred due to the increased stress caused by the fractured or fatiguing male taper. The complaint is confirmed based on the returned devices and medical records. A definitive root cause cannot be determined for the metallosis and fractures. No problem was found with the returned neck and head seized together. Per the cold weld memo, the taper of the head and trunnion of the neck are designed to achieve stable, long term fixation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products (lot numbers unknown): 00771301500 modular femoral stem press-fit plasma sprayed cementless size 15. 00801803602 femoral head sterile product do not resterilize 12/14 taper. 00875706201 shell with cluster holes porous 62 mm o.d. Size nn for use with nn liners. 00875105136 unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately 5 year post-implantation due to femoral fracture. During the procedure it was reported there was gray colored fluid within the hip consistent with metallosis. The stem had fractured at the junction of the neck with the body of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.